Manufacturer narrative:
A dta service technician arrived on site, inspected the unit, and identified that the sight glass valve was leaking water and required replacement. The technician replaced the sight glass valve, tested the unit, and confirmed it to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported their 20" century sterilizer was leaking water. No injury, procedure delay or cancellation was reported.